Event description:
The user facility reported the following: "on (B)(6)2015 the patient was in the middle of a procedure. Patient was having a tracheostomy with bronchoscopy done. The hospital had a few second power surge. All monitors went off, vent alarmed and kicked into battery power and within less than 5 minutes stopped delivering volumes. Alarm indicated circuit disconnect. Followed circuit from patient to vent and found no disconnections. Removed patient from vent and started to ventilate and oxygenate with ambu-bag. Vent was then exchanged. Pt continues on mechanical ventilation and is stable."

Manufacturer narrative:
The carefusion field service representative evaluated the device and was not able to duplicate the reported issues. The carefusion field service representative ran device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service.